Event description:
An email was received regarding a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm was found to have a cut in the line during unknown patient use, on an unspecified date. There was no reported patient involvement.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
Additional information: the customer also stated that there was no hazardous drug would have been in the line and no spill was reported. Patient involvement unknown.

Manufacturer narrative:
Received one (1) used. List #140019291, primary plum set for inspection. As received, there was a cut on the tubing above the y-site. The cut in the tube was a straight and clean cut. The outer package was observed to be torn. The tear through the package was a straight and clean cut. Received three (3) photos of the set and packaging, one (1) photo showed the cut tubing. The reported complaint of cut tubing can be confirmed. The probable cause is due to interactions with a sharp object possibly when opening the packaging. The manufacturing process was reviewed and there are no sharp objects or instruments on the manufacturing floor capable of the observed damage as a preventative measure. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.